Manufacturer narrative:
The field service representative checked the analyzer and found no problem. He checked the voltages and location of the analyzer. The hydraulic system and the needle adjustment were verified. The tip and the seal on the syringe were replaced. An air-water calibration was performed, a check test was performed with satisfactory results, and precision testing was performed that was satisfactory.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high ureal urea/bun result for one patient sample. The initial result was 257.5 mg/dl and was reported outside the laboratory to the medical personnel and the patient. Because the result was very high, the physician requested the test be repeated in a different laboratory. The repeat result was 89 mg/dl. On (B)(6) 2016 a new sample was taken from the same patient and the urea result was 143.9 mg/dl. The same sample was tested in another lab and the result was 149 mg/dl. The patient was not adversely affected. The reagent lot number was 619981-01. The expiration date was requested, but was not provided

Manufacturer narrative:
Additional information was provided that the result of 89 mg/dl was generated from a new sample from the patient.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The high result could have possibly been due to a pipetting error, a pre-analytical issue, or some unknown reason such as debris on the probe or a capillary effect that caused more sample material to be in the reaction. The investigation found the reagent lot expired on 06/30/2016 which was prior to the date of the event. As qc data and check data were acceptable, a reagent issue was excluded.